Event description:
It was reported that, during a cori assisted tka surgery, the real intelligence robotic drill would not connect to perform kpc test or calibration. It presented a robotic drill critical error and a drill deactivated error. They attempted to unplug, replug and reboot system. The white light was not solid above connection port, it was constantly flashing. So, they switched drills for case and the procedure was resumed without any delay. No patient complications were reported. After the case, they tried to run diagnostics. They were able to connect long enough to insert bur, but then the drill disconnected and would not allow kpc test to be performed. At this point the real intelligence robotic drill became stuck with the real intelligence robotic drill attachment, and could not be disassembled. Moreover, an internal error was received.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, therefore visual and functional inspections could not be performed. The case/log files were not provided, however the field report included pictures of the robotic drill critical error in the kpc screen, the communication failure error, and the internal error, confirming the complaint. In addition, the robotic drill used in this case, sn500103, was returned for investigation and confirmed the drill critical error and the communication failure error. The most likely cause of this event is a ri robotic drill cabling failure. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.